Event description:
Additional information received from the physician/author confirmed the event occurred in heraklion, crete, greece, and also stated that the medtronic valve did not cause or contribute to the observed adverse events. No further details were provided.

Manufacturer narrative:
Correction to physician and facility address information in block e. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Citation: skalidis et al. Successful closure of transcatheter aortic valve replacement-induced gerbode defect with valve-in-valve technique: a case report. Catheter cardiovasc interv. 2023 dec;102(7):1386-1388. Doi: 10.1002/ccd.30882. Epub 2023 oct 19. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Literature was reviewed regarding a 90-year-old female with severe aortic stenosis who underwent implant of a medtronic 26-mm evolut r bioprosthetic valve.  Following valve placement balloon dilatation was performed due to significant restriction and initial under-expansion of the prosthetic valve frame.  Immediately following the dilatation the patient experienced hemodynamic deterioration and collapse. The patient was intubated, and cardiopulmonary resuscitation (CPR) was initiated.  Echocardiography revealed tamponade and a sub-annular perforation between the left ventricle and right atrium.  After high dose of inotropes and vasoconstrictives, pericardiocentesis and autologous blood transfusion, the patient was briefly stabilized. Given the high operative risk the cardiac surgery team decided to manage the complication percutaneously.  A second valve (manufacturer or model information was not provided) was implanted in a low implantation position 10 mm below the first valve allowing the protective skirt to cover the rupture.  Ventriculography confirmed the successful sealing of the perforation using the valve-in-valve technique with immediate clinical and hemodynamic amelioration and without further complication.  The patient was extubated the following day without any circulatory support and was discharged home five days later.  No further information was provided pertaining to medtronic products.